Manufacturer narrative:
(B)(6). Ge healthcare's investigation of the reported event is based on information obtained from hospital staff and the internal incident report. On (B)(6) 2014 the panda warmer was taken to theatres in order to receive a newborn infant following delivery by caesarean section. The panda warmer was checked prior to use and both cylinders were full. At delivery the baby was taken to the panda warmer and as required, intermittent positive air pressure was started. The air cylinder emptied very quickly within approximately 3 minutes. The empty air cylinder was replaced with a new cylinder and the air emptied again after approximately 3 minutes. A third air cylinder was exchanged and this, too, also emptied after 3 minutes. The blender was set for 100% oxygen, but there was no gas and the suction did not work.

Event description:
It was reported that during resuscitation of a newborn infant, the non-ge air cylinder unexpectedly emptied its contents prematurely while attached to the giraffe panda ires warmer. The infant was reportedly admitted to the special care nursery due to hypoxia. It was reported to ge healthcare that the warmer was checked by the hospital's biomedical engineering staff and no malfunction was found. The infant reportedly has recovered and is doing well.